Manufacturer narrative:
Investigation results: bd nogales was not able to confirm the customer indicated failure mode (leakage). We were not able to associate this issue to the manufacturing process, since nogales only perform the packaging of the syringes, only visual inspection in line during the loading of the syringe inside the trays, nothing related to the fluid path or assembly of the syringes. Also, it is important to share evidence (samples or photos) to perform a further investigation. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance; this lot was accepted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll tip bulk convenience pak had leakage past the stopper. The following information was provided by the initial reporter: material # 309702 lot # 5007825. Rcc received a complaint via email. Plunger leaking infection risk; wasted product; exposure to hazardous substance product#: 309702 lot#: 5007825.